Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1028 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility contact, "on (B)(6) 2020 a patient arrived at the unit for pump removal. The nurse noted that the PICC line had snapped. Pt stated that he didn¿t know how it had happened and he did not remember catching it or pulling it in any way. The nurse repaired the PICC line but on flushing she noted that there was a hole in the PICC line further up. The nurse called me but stated that she would have to pull it out 5 or 6 cm to repair it again as the hole was too high up. I advised that was too far to pull out and to remove the PICC line and we would replace it. When the nurse was removing the PICC it snapped at 33.5cm leaving the rest of the PICC in the vein. I have asked the nurse to photograph the end of the PICC line so we can have a look. The pt was sent to another unit and the PICC line was removed by the vascular surgeons ¿ the remaining PICC was sent with him. It was removed without complication and the pt is now home." The PICC was inserted on (B)(6) 2019. Treatment was delayed, surgical removal required